Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
Com errr timeout- (B)(4) check-in damage* no charge/ oob repair. Npi.